Manufacturer narrative:
H6: investigation summary: one photo of an open pen needle sample was returned. Visual examination of the returned photo was carried out and a broken patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact no physical sample was returned no further investigation can be carried out. H3 other text : see h10.

Event description:
It was reported that a pen needle 32g 4mm 7pack xtw broke at the cannula during use. The following was reported by the initial reporter: "1. The caller is the staff of the official flagship store of bd medical device. 2. The merchant said that the end customer bought 8 boxes of 4mm 7 pieces of youze products on double eleven day. 3. On (B)(6), the terminal customer contacted the merchant to report that his family member that a needle was broken in the process of using it. The patient had gone to the local hospital for medical treatment. The doctor feedback that the specific location of the needle was unable to be located due to the small size of the needle, and the doctor said that the user was older, so surgery was not recommended, they could continue observation first. 4. The terminal customer said that the hospital's inspection documents and invoic.es were kept, and hoped to communicate with the relevant person in charge"

Manufacturer narrative:
" A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a pen needle 32g 4mm 7pack xtw broke at the cannula during use. The following was reported by the initial reporter: "1. The caller is the staff of the official flagship store of bd medical device. 2. The merchant said that the end customer bought 8 boxes of 4mm 7 pieces of youze products on double eleven day. 3. On february 16th, the terminal customer contacted the merchant to report that his family member that a needle was broken in the process of using it. The patient had gone to the local hospital for medical treatment. The doctor feedback that the specific location of the needle was unable to be located due to the small size of the needle, and the doctor said that the user was older, so surgery was not recommended, they could continue observation first. 4. The terminal customer said that the hospital's inspection documents and invoices were kept, and hoped to communicate with the relevant person in charge."